Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to error 23118. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 23118 error was found indicating motor encoder incremental track had slipped, possible disconnected encoder or intermittent loss of signal and primary encoder error on the usm insertion axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 23118 error was triggered indicating fault on the insertion axis, replicating the reported event. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where chipencoder virtual absolute (cva) characterization test was found to be failing on the insertion axis. Once testing was completed, the insertion cva pca, insertion cva disc, and insertion cva flat flex cable (ffc) were aba tested and were verified to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the insertion cva pca, insertion cva disc, and insertion cva ffc were found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there were repeated recoverable faults on universal surgical manipulator (usm) 3. Customer power cycled multiple times and issue persisted. Technical support engineer (tse) had customer hard cycle the system and the issue persisted. Customer aborted case to laparoscopic surgery. The procedure was aborted with no reported injury.